Event description:
It was reported that cracks were observed on the light blue main body portion of the transfer set. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.